Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a supply change earlier in the day and later found the connector disconnected from the ilet after waking, with no reported damage, and completed a full supply change with support, after which insulin delivery resumed; the user was using a steel infusion set, and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included restoration of therapy without interruption to glycemic control. Investigation included customer interview, troubleshooting, and education. Investigation of this case revealed an unintentional disconnection of the connector with no confirmed device malfunction, and the issue resolved after replacing the connector and completing a full supply change. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and technique-related, with no product performance deficiency identified.